Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01184-000 section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: ventec has reached out to the reporter multiple times in order to find out if this device will be returned to ventec for an evaluation. No response has been received. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.